Manufacturer narrative:
Patient city: (B)(6) patient country: belgium.

Event description:
Reference number (B)(4) event occurred in belgium. It was reported that the patient experienced an infusion set adhesion failure on (B)(6) 2026. The infusion set did not stick, and the cause of the issue was unknown. Troubleshooting was offered but declined by the patient. No further information available.